Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 min," when scanning the adc freestyle libre 2 sensor. On (B)(6) 2020 as a result, the customer performed a capillary test and obtained a 302 mg/dl on a competitor's brand meter. The customer was given 3 units of insulin and went for a walk. During the walk, the customer obtained another scan of "scan again in 10 min" and subsequently lost consciousness. Emergency services were called and the customer was given "a coke and sandwich" for treatment. A follow-up glucose test of 50 mg/dl was obtained on the hcp meter. There was no report of death or permanent injury associated with this event.